Manufacturer narrative:
The investigation for the reported pump stop and purge system leak has been completed. The product was returned. The field long term and real time (rt) logs were reviewed and an impella stopped ¿ motor current high alarm was confirmed on (B)(6) 2021 followed by multiple unsuccessful restart attempts. Further review of the rt logs revealed that prior to the pump stop, purge pressure had abruptly increased from approximately 500mmhg to approximately 1000mmhg at which time purge flow decreased from approximately 18ml/hr to 3ml/hr. Visual inspection of the returned pump revealed some blood/biomaterial within the purge gap. The returned purge cassette was cut open and connected to a console. The purge system was then de-aired and connected to the pump with high purge pressures over 1000mmhg reproduced. Examination of the purge lumen revealed blood ingress up to approximately 3cm from the motor housing which appeared to be the result of kink in this location. The root cause of the high purge pressure and subsequent pump stop was determined to be a kinked purge line. Furthermore, a purge fluid leak was observed at the cartridge cap in the purge cassette. The root cause of the purge leak was determined to be a cartridge cap leak. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a pump stop occurred while the patient was on impella cp optical support. Restart attempts were unsuccessful. The pump was immediately removed. The patient was stable and needed no further mechanical circulatory support. Additional information provided by the patient¿s nurse indicated that there was fluid under the purge cassette and there was a purge pressure increase prior to an increase in motor current.